Event description:
It was reported that the flip flow catheter valve is becoming blocked easily. It was later reported per additional information received from the ibc via email on 15may2019; the patient suffers from ms and is a constant catheter user. She was prescribed antibiotics when the catheter is due to be changed every 28 days due to being a high risk patient for infection. She switched from a different valve to a bag with a flip flow valve. At the same time she started an antibiotics for a urinary tract infection. During this time she experienced a white mucous with gritty texture which was clogging the catheter and flip flow causing no urine to flow, the patient was bypassing the flip flow to release the urine. This continued for approximately 2 months and she found the flip flo valve was becoming blocked. During this time the patient was experiencing stomach aches due to urine retention. Upon removing the catheter a large volume of urine was passed. The patient has been provided with a clinisupplies valve and the patient is no longer experiencing the mucous or the urine retention.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following:warning: this product should not be used without assessment of bladder function by an appropriate medical professional. Indications for use with an indwelling catheter. Contraindications: reduced bladder capacity. Cognitive impairment. No bladder sensation. Insufficient manual dexterity to operate the flip-flo¿ valve. Instructions: wash hands. Attach flip-flo¿ valve to catheter ensuring that you do not touch either the catheter end or the valve connector. Wash hands thoroughly before and after operating flip-flo¿ valve. Empty bladder as frequently as advised by your doctor or nurse. To open the flip-flo¿ valve, push lever down. Allow urine to drain into toilet or an appropriate receptacle. To close the flip-flo¿ valve, pull lever up. A night drainage bag may be attached to the flexible connector to allow continuous urine drainage overnight. Warning ¿ leave flip-flo¿ valve in open position. The device was not returned.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following:warning: this product should not be used without assessment of bladder function by an appropriate medical professional. Indications for use with an indwelling catheter. Contraindications: reduced bladder capacity. Cognitive impairment. No bladder sensation. Insufficient manual dexterity to operate the flip-flo¿ valve. Instructions: wash hands. Attach flip-flo¿ valve to catheter ensuring that you do not touch either the catheter end or the valve connector. Wash hands thoroughly before and after operating flip-flo¿ valve. Empty bladder as frequently as advised by your doctor or nurse. To open the flip-flo¿ valve, push lever down. Allow urine to drain into toilet or an appropriate receptacle. To close the flip-flo¿ valve, pull lever up. A night drainage bag may be attached to the flexible connector to allow continuous urine drainage overnight. Warning ¿ leave flip-flo¿ valve in open position.

Event description:
It was reported that the flip flow catheter valve is becoming blocked easily. It was later reported per additional information received from the (B)(6) via email on 15may2019; the patient suffers from ms and is a constant catheter user. She was prescribed antibiotics when the catheter is due to be changed every 28 days due to being a high risk patient for infection. She switched from a different valve to a bag with a flip flow valve. At the same time she started an antibiotics for a urinary tract infection. During this time she experienced a white mucous with gritty texture which was clogging the catheter and flip flow causing no urine to flow, the patient was bypassing the flip flow to release the urine. This continued for approximately 2 months and she found the flip flo valve was becoming blocked. During this time the patient was experiencing stomach aches due to urine retention. Upon removing the catheter a large volume of urine was passed. The patient has been provided with a clinisupplies valve and the patient is no longer experiencing the mucous or the urine retention.